Manufacturer narrative:
(B)(4).

Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's home choice machine during dwell 7/7 of their automated peritoneal dialysis therapy. Reportedly, the home patient noticed the table under the supply bag was wet and a supply bag had leaked. Baxter technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was associated with this incident per the initial report.